Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to destruction of bone and tissue. Black debris was found inside the femoral head.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The device history records were reviewed and no deviations or anomalies were noted, specific to the reported event. The reported devices are used for treatment. The devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Unequal leg length is noted; however it is unknown if this contributed to the reported event. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. Item #00902602600, femoral head, lot #52330600; item#00672600500, acetabular liner, lot #49642000; item #00663001500, femoral stem, lot # 43534500; item #00661005202, acetabular shelll, lot #48873700; item #00662406530, bone screw, lot #50949200 #00662406530, bone screw, lot #50949200; #00662406525, bone screw, lot #47748700. Multiple reports are being submitted for this event. Please reference: 0001822565-2016-02616, 0001822565-2016-02254.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.